Event description:
The customer reported experiencing multiple occlusion alarms. This particular event led to an emergency room visit, during which the customer had a blood glucose level of 294 mg/dl, with ketones identified as dangerous. There was no permanent injury, and treatment with IV saline and insulin successfully resolved the issue. The customer ultimately reverted to manual dose injection for insulin therapy.